Event description:
Attempted to remove instrument from patient, unable to remove from robotic trocar. Prograsp outer sheath broken causing it to become lodged in robotic trocar. Removed instrument while housed in trocar and replaced with new trocar.